Manufacturer narrative:
D3, g1,2 email is: regulatory.responses@icumed.com. D4: complete UDI - (B)(4). One device was received in with a cracked battery cover. The housing contained minor cracks, nicks, and scratches. Performed lock-off leak test and the unit was leaking from the demand valve assembly confirming/duplicating the complaint. The cause was a faulty demand valve. Replaced sintered filter, o-ring, demand valve and function switch kit. Needs MRI battery to complete preventative maintenance (pm). Device awaiting parts for missing labels. Calibrated variable restrictor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the unit was leaking. There was no patient involvement.

Manufacturer narrative:
Other, other text: d3, g1, and g2 email is: (B)(4). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.